Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
On 2024-feb-06 information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence and urinary/bowel dysfunction. It was reported that their stimulator doesn't seem to be working. Patient said they have been plugged in for maybe a month and a half and when they try to increase the stimulation it is not registering anything at all. Troubleshooting could not been done as the patient stated they needed to charge their external equipment. Patient will charge external equipment and call back for further assistance connecting to ins. On 2024-feb-26 additional information was received from the patient. They reported that they don't know if the device doesn't seem to be working or if there is a malfunction. They also don't know if it was due to normal battery depletion. The cause of the device not working is unknown and there is no suspected cause. They stated that when the blue and white communicator were up against their skin they don't feel anything. They usually feel a little zip. Last time they used it they would feel stimulation for 2-3 days. They went a week and a half later and the cells were dead, the cell phone wouldn't turn on. The patient was able to successfully connect on the call and it said the therapy was off.